Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 0-1 mm and a pigtail was placed to take a supra-annular angiogram. While the angiogram was being taken, the valve dislodged into the left ventricle and stopped when the outflow hit the sinotubular juncture (stj). Severe paravalvular leak (pvl) was noted and an unsuccessful snare was attempted. Subsequently, a second valve was implanted which reduced the pvl to moderate. A balloon aortic valvuloplasty (bav) was performed with a 28 mm balloon which resulted in moderate pvl. A temporary non-medtronic ventricular support device was placed. No additional adverse patient effects were reported.